Manufacturer narrative:
Un-reporting the code e2107 that was reported in the initial medwatch.

Event description:
Healthcare professional reported left side seroma, rupture and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior assessed, as surgical impact opening. And observed, two openings on radius side as assessed, as surgical damage. Shell thickness within specification anxiety-product/procedure: unable to observe, since it is not related to the device. Seroma: unable to observe, since it is not related to the device. Additional observations: observed, non penetrating nicks on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side seroma, rupture. And exchange from textured to smooth, due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported left side seroma, rupture and exchange from textured to smooth due to concern with the product. Device remains implanted.